Manufacturer narrative:
A1 - patient identifier: (B)(6) (2 patients) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I free t4 results generated on the alinity I processing module for 2 patient samples. The following data was provided: 12mar2024, sid (B)(6): initial result = > 64.35 pmol/l; repeat result = 12.64 pmol/l (reagent lot 54471ud00) 16apr2024, sid (B)(6): initial result = > 64.35 pmol/l; repeat result = 15.75 pmol/l (reagent lot 54471ud00) there was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity I free t4 results generated on the alinity I processing module for 2 patient samples. The following data was provided: on (B)(6) 2024, sid (B)(6): initial result = > 64.35 pmol/l; repeat result = 12.64 pmol/l (reagent lot 54471ud00). On (B)(6) 2024, sid (B)(6): initial result = > 64.35 pmol/l; repeat result = 15.75 pmol/l (reagent lot 54471ud00). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 54471ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 54471ud00 was identified.